Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer reported that their blood glucose (bg) levels probably "went up"; however, no specific bg value was provided. During troubleshooting with tandem technical support, a review of the pump history indicated a shutdown alarm proceeded the pump reset. The customer reported that it was possible they let their battery deplete and declined to complete further troubleshooting on the reported event.